Event description:
It was further reported the lead had helix issues.

Event description:
It was reported that the implant procedure was very difficult. During the right ventricular (rv) lead positioning there were high impedances recorded that were over 2500 ohms. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4076-52 implantable pacing lead 2012 (B)(6); 4076-45 implantable pacing lead 2012 (B)(6); (B)(4) pacemaker 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary- further analysis indicated that the helix was bent and would not extend.